Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2005 patient underwent MRI scan. Impression: herniated nucleus pulposus left 14-5. On (B)(6) 2006 patient underwent radiographic studies. From diagnostic imaging group, shows a fairly substantial bulging disk at the l4-5 level with significant underlying degenerative change. There is certainly evidence of bilateral nerve root compression at this level and this is evidenced on the plain myelographic films as well. On (B)(6) 2006 patient admitted with following diagnosis: herniated nucleus pulposus l4-5. Patient presented with pre-operative diagnosis: mechanical back pain and right-sided radiculopathy. The patient is status post left l4-l5 herniated nucleus pulposus. Review of neurological examination: mental status: awake, alert and oriented times three. Intact speech and higher cortical functions. Cranial nerves 2 through 12 are grossly intact bilaterally. Motor exam 5/5 strength throughout. Sensory intact to prick in upper and lower extremities. Gait: he is able to heel-toe and tandem walk. Reflexes +2 in the upper extremities throughout. In the lower extremities, patellar +3 on the right, +2 on the left; achilles is diminished bilaterally; down going toes. Cerebellar: no ataxia or dysrnetria. Per-op notes: 6.2 x 45 and 6.2 x 40 mm screws were used at the l4 and l5 levels respectively. The patient was not pharmacologically relaxed at this time. There was no evidence of neural activity. Once the screws had been placed, the bovie was used to touch the screws and there was no evidence of any neural activity. Distraction was then achieved on the screws and 9-mm t-plif spacer packed with rh-bmp2/acs which had been previously prepared was inserted into the space. Surgeon had previously trailed the space and it fit well with a 9 mm plug. Thecal sac was carefully protected at all times. Spacer was placed without difficulty. X-ray was used to confirm position. Heads, rods, and caps were then placed and secured after confirming that the heads were securely placed. Compression was then achieved and all heads were torqued down appropriately. Crosslink was then placed and tied down appropriately. Posterolateral surface was then packed with rh-bmp2/acs and locally harvested auto graft which had been morcellated after first irrigating with copious quantities of bacitracin solution. Other implants used: screw 602 x 40 (1), screw 602 x 45 (3), 3-d heads (4), caps (4), 50mm rod (2), spacer (1), cross link 42 mm (1). On 23 aug 2006 patient presented for follow up visit. On 22 sep 2006 patient presented with following problem: fell off his chair, landing on his buttocks on a concrete floor, injuring his left elbow and lower back. On 20 nov 2006 patient presented with following diagnosis: displacement of lumbar intervertebral disc without, degeneration of lumbar or lumbosacral intervertebral. On 13 dec 2006 patient presented with chief complaint of lumbar pain, right leg pain. On (B)(6), patient presented with preoperative diagnosis: chronic back pain, failed back surgery syndrome, lumbo-sacral radiculopathy. Procedure: selective transforaminal lumbar epidural nerve root block at l4 on the right side. 2. Selective transforaminal lumbar epidural nerve toot block at ls on the right side. 3. Selective transforaminal lumbar epidural nerve root block at s 1 on the right side. 4. Lumbar epidural injection of contrast, steroids, and local anesthetic. 5. Lumbar epidurogram. On (B)(6) 2007, patient presented for follow up visit with back and righter lower pain. Patient has decreased range of motion to the lumbar spine. On (B)(6) 2008, patient presented for follow up visit with back and righter lower pain. Patient has decreased range of motion to the lumbar spine. On (B)(6) 2008, (B)(6) 2009, patient presented for follow up visit with history of back and right lower extremity pain. Patient has decreased range of motion to the lumbar spine. On (B)(6) 2014 patient presented with lower back pain, right leg pain, trouble breathing, smalling, pain in toe.